Event description:
It was reported that during a ptca/stent procedure, the stent delivery system was inflated to 3 atm's when angiography revealed a leak at the distal end of the balloon. The pressure could not be increased so the sds was removed from the pt. The stent was found to be deployed at an unintended site which necessitated deploying another stent distal to the first stent.